Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle broke off into the patient's skin while trying to remove it post injection during use. Half of it was removed with tweezers on the "first try", and the tweezers were used again to remove the other half successfully. A "hole" was left in the skin as a result, but no medical attention was sought out. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported post injection when he was trying to take the needle out from his skin it would not come out, and then needle broke. He had his wife come and remove it from the tweezer, only half needle came out of on the first try and she had to use the tweezer again to remove the other half needle out. There is a hole left, he did not seek medical attention. Sample discarded. Same thing happened week ago, but the this got him concerned more." "He uses the new needle each time of his injection. He rotates the injection site. He visually tests the needle to see if it is straight. He firmly attaches the needle on to the pen since he is aware if he tightens he may not be able to remove the hub."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle broke off into the patient's skin while trying to remove it post injection during use. Half of it was removed with tweezers on the "first try", and the tweezers were used again to remove the other half successfully. A "hole" was left in the skin as a result, but no medical attention was sought out. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported post injection when he was trying to take the needle out from his skin it would not come out, and then needle broke. He had his wife come and remove it from the tweezer, only half needle came out of on the first try and she had to use the tweezer again to remove the other half needle out. There is a hole left, he did not seek medical attention. Sample discarded. Same thing happened week ago, but the this got him concerned more." "He uses the new needle each time of his injection. He rotates the injection site. He visually tests the needle to see if it is straight. He firmly attaches the needle on to the pen since he is aware if he tightens he may not be able to remove the hub."